Event description:
It was reported that a versacross large access solution kit was selected for atrial fibrillation (a fib) ablation. Prior to the procedure, during preparation, it was mentioned that when the sterile packaging for the kit was opened, a loose long black hair was observed to be inside the sterile packaging. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and it passed; the sterile seal was found opened and did not find hair. Based on the information provided in the complaint's summary and returned product investigation results, the reported allegation cannot be confirmed as the hair was not returned and no media was provided.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross large access solution kit was selected for atrial fibrillation (a fib) ablation. Prior to the procedure, during preparation, it was mentioned that when the sterile packaging for the kit was opened, a loose long black hair was observed to be inside the sterile packaging. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.